Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified an opening, wear / abrasion and a crease fold. A leak test was performed and found opening on the posterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior and a striated opening on the radius. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth creased opening on the posterior assessed as a fold flaw opening. Also noted was a striated edged opening on the posterior side due to surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.